Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user planned to place two of silver 635 biliary self expanding metal stent. He attempted to deploy the first stent (lot# c1618214) in the right posterior segment of the bile duct, but strong resistance was met during attempting deploying the stent. He removed the delivery system from the patient and found the stent penetrated the sheath. (Pr298386). There was another silver 635 biliary self expanding metal stent (lot# c1629242) but the user suspected this one could equally be a defective device, so he decided not to use it (pr298387). He placed other manufacturer's stent (zeon medical's zeo stent) to complete the procedure. Device evaluated on 04-jun-2020. "Stent strut protruding through sheath", "slight compression of inner catheter", "slight kink/bend at distal tip" "could not move black handle to hub" and "stretching of coiled section of outer sheath".

Manufacturer narrative:
PMA/510(k) #: k163018 device evaluation the zilbs-635-10-8 device of lot number c1618214 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 04jun2020. The stent strut was protruding through the sheath at approx. 3.9cm from distal tip on outer sheath. Slight compression on inner catheter at distal tip. Slight kink/bend at distal tip. Stretching of coiled section of outer sheath approx. 34-34cm all failure modes are linked to the excessive force that was used. Document review prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (c1618214) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1618214 . There is no evidence to suggest the user did not follow the IFU(B)(4).. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force being applied to the handle. The stretching along the coil section may have happened as the stent was pushed out through the sheath. The slight compression on inner catheter at distal tip and slight kink/bend at distal tip may also have been as a result of the excessive force being applied. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.